Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt had increased spasticity with an increased dose. The clinic had done a dye study and was unable to aspirate the catheter. The pt was taken to the operating room for a catheter revision; the plan was to replace the catheter. When the surgeon opened the pump pocket, milky white fluid came out; it as not purulent. The physician sent a stat culture which came back negative. The surgeon irrigated the pocket but did not want to place the old pump back in the pocket; the pump was replaced because of the suspected infection. The catheter was also replaced. The pt recovered without sequela. The device system was used to deliver lioresal.